Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing had detached from the adhesive of the infusion set. The cannula broke off and got stuck in the buttocks. It was removed by the patient with tweezers, which had caused pain at the infusion site.

Manufacturer narrative:
H3 - one destroyed cannula was received, therefore, no investigation was possible.